Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited a code 1003, indicative of voltage too low for remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed the code 1003, with a battery that appears to be depleting more quickly than expected. Technical service (ts) recommended repeat device analysis or device replacement in the near future. The device remains implanted. No adverse patient effects were reported.